Event description:
This report regarding the duotome 550 delivery device was provided by the device distributor. During a holap procedure, the fiber broke at the proximal end of the sheath by the torque device and went into the doctor's hand; the doctor has third degree burns. The pt was fine (no harm to the pt). The procedure was completed with another duotome 550 device. No details were provided to lumenis regarding medical intervention for the burn.

Manufacturer narrative:
Lumenis has requested intervention details from the distributor. Per the device distributor, the fiber was expected to be returned for analysis. At the time of this report, device eval results were not available, and no further conclusion can be drawn regarding root cause. Lumenis regulatory will file a follow-up medwatch report upon obtaining device eval results.